Event description:
It was reported that the patient experienced unspecified issues with a previous ambicor penile prosthesis (app). The device was removed and replaced for a new app. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. There were no issues with the explanted device. The patient was ready for a new implant.